Event description:
It was reported that (5) devices were used during a low anterior resection. It was reported by the affiliate that the tct75 device's knife didn't cut and is blocked. Another device was used to complete the case. There was no consequence to the pt.